Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-25267 and 1627487-2014-25268. It was reported the pt is not receiving stimulation. Diagnostics revealed no anomalies. X-rays identified the lead pulled out the ipg header. In turn, the pt underwent surgical intervention to address the issue. During the procedure, the pt's extensions were explanted and replaced due to one having a gouge. Additionally, the ipg was explanted and replaced due to one of the extension contact breaking and detaching in the header.